Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Patient fell with the device - according to practitioner (cpo) the device did not cause or contribute to the occured event. Communication with cpo: fall was not caused by the device. Patient is nearly blind and suffers dizziness frequently. Patient suffered a fracture of his lumbar spine. No further details of event and injury yet available.

Manufacturer narrative:
Evaluation and investigation of the knee joint showed no relevant error which may have caused or contributed to the occurred event.

Event description:
Patient fell with the device - according to practitioner (cpo) the device did not cause or contribute to the occured event. Communication with cpo: fall was not caused by the device. Patient is nearly blind and suffers dizziness frequently. Patient suffered a fracture of his lumbar spine. Patient fell down some stairs and associated this fall with the patients disorder rathen than a malfunction of the device. Note: no further details of event and injury received.